Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. As returned, the liner is installed in the shell and sitting flush. The attempt to remove the liner has caused damage that can be seen through the threaded polar hole of the shell. The inner sphere of the liner is also deformed. The liner and shell are both inspected 100% at the time of manufacture and are conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875305001, shell with cluster holes porous 50 mm, 63344552. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07182.

Event description:
It was reported that during a right hip procedure the liner would not seat in the cup. While attempting to impact the liner, the acetabular cup loosened. A larger size cup and liner were used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.